Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a surgical procedure to replace the ipg (reference MFR. Report#: 1627487-2017-07555). During the procedure the physician attended the removed the lead, the lead tail was fractured. The lead was capped and left implanted. The patient's second lead is proving effective therapy to the patient.